Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mz1000-07. The 510k number is for the domestic similar product. The customer¿s report of leaking from the maxzero to the connecting product was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional testing resulted in no signs of leaking. The root cause of the customer¿s report was not identified.

Event description:
The reported feedback suggests that the customer has been experiencing leakage during clinical use. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.